Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2019-01489, 3005168196-2019-01490, 3005168196-2019-01491.

Event description:
The patient was undergoing a coil embolization procedure in the diverticulum of the sigmoid sinus using penumbra smart coils (smart coil) and a penumbra smart coil detachment handle (handle). During the procedure, the physician successfully placed a smart coil in the target vessel using a non-penumbra microcatheter and detached it using a handle, however, the pusher assembly became stuck in the handle and, therefore, both the handle and pusher assembly were removed. Next, the physician met resistance and was unable to advance a new smart coil into the microcatheter; therefore, the smart coil was re-sheathed and saved for later use. The physician then attempted to advance another new smart coil; however, the same resistance issue occurred, and the smart coil was also re-sheathed and saved for later use. It was reported that the physician noticed a piece of the pusher assembly was stuck inside of the microcatheter, and therefore, a non-penumbra guidewire was advanced through the microcatheter to push any material into the diverticulum. The physician then advanced the same smart coils that had been re-sheathed and saved for later use through the same microcatheter, and successfully detached both using a new handle to complete the procedure. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: there was no visible damage to the handle. Conclusions: evaluation of the returned handle revealed a functional device. The handle was functionally tested on the handle fixture and passed within specification. Evaluation of the returned smart coil confirmed that the pusher assembly was stuck within the handle. The handle was opened by the penumbra investigator. While attempting to remove the pusher assembly from the nosecone of the handle. If was noticed that the pet lock had bunched up on the proximal end of the pull wire. This likely contributed to the pusher assembly getting stuck within the handle. After removing the pet lock, the pusher assembly was removed from the handle by the penumbra investigator without an issue. There was no visible damage to the nosecone of the handle. Further evaluation of the returned smart coil revealed that the distal shaft braided shaft was delaminated, and the pusher assembly was kinked. The root cause of the distal shaft becoming delaminated could not be determined. The kinks in the pusher assembly were likely incidental to the reported issue and may have occur while packaging the devices from return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. Penumbra handles are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 1. 3005168196-2019-01489 2. 3005168196-2019-01490 3. 3005168196-2019-01491.